Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacturer's final investigation. Corrected fields: g2 (foreign should not be selected on the initial). The device was returned to olympus for evaluation and the customer's reported issue was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the connecting tube broke due to external stress being applied to the lock lever in the wrong direction, which made it impossible for it to connect. The following information from the instructions for use (IFU) pertains to this event: "9 preparation and inspection 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor field performance for this device.

Event description:
The reported issue was noticed after reprocessing and it was confirmed that the device was inspected before use.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the plastic clips on the connecting tube had broken off, and was unable to connect to the basin. There were no reports of patient harm.